Manufacturer narrative:
Corrected: d1. The purge cassette detection issue on ic3815 was determined to be a purge disc detection issue due to a broken mechanical lever within the purge pressure sensor.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a (B)(6) year-old male patient undergoing elective placement, with a history of renal insufficiency. During support, the aic indicated that the purge cassette was not recognized. The perfusionist attempted to change the purge cassette per troubleshooting guidance, but the issue persisted. The aic unit was then exchanged. The field representative relayed information that the issue was successfully resolved. Following this, the physician reported a leak in the purge system specifically, the yellow luer lock was noted to be sticky, though not actively dripping. The purge system had already been replaced, and the leak continued to be observed. Pump replacement was recommended, and in the interim, motor current and purge values were closely monitored. At the time of reporting, purge flow was 6.8 ml/h and purge pressure 568 mmhg. The original pump was kept available should replacement become necessary. The reported events include defective purge cassette, priming problem, fluid leak (side arm), device revision or replacement, and hemodynamic instability. These events are consistent with known troubleshooting scenarios involving purge integrity and system component malfunction as described in the instructions for use. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was completed with no consequence to the patient, and support was resumed without any known adverse events. Patient survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.